Event description:
The pt was implanted with a left ventricular assist device. Approximately 2 months post-implant, the pt was at home found expired, sitting on his couch in his living room, while connected to the power module with no battery clips lying on a table next to him. Due to a loud and audible alarm, the power module has been disconnected from wall power.

Manufacturer narrative:
The log file was downloaded from the pt's system controller and contained approximately 1 hour and 50 minutes of events, the first time stamp was at 49 days 18 hours and 40 minutes. Throughout these events voltages remained at functional levels in the 13.0 - 13.1 volt range. The set speed was at 9000 rpms and the actually speed was captured at approximately 9000 rpms for the majority of the log file. The log file also revealed the low flow hazard was active throughout, with recorded flows in the 0 - 1 lpm range. Towards the end of the log file alarm reset became active and was followed by events with power cable disconnect which is consistent with the report of the pt being found. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation report is completed.